Event description:
It was reported that the patient has deceased due to acute respiratory failure and complete heart block. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial connector portion of the lead was returned in one piece. Electrical testing was normal. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.